Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, it was found that the end of the cooling catheter was charred and the tip was missing. It was reported that it looked like the tip of the cooling catheter looked as if it was burned off. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The cooling catheter was returned to the manufacturer for analysis. Analysis found that the tip of the cooling catheter had been burnt. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that upon waking the patient up after the case was completed, it was reported the patient had a third nerve palsy.